Event description:
The dealer states that the device is showing 5 red lights and 1 green light. States doesn't see the code in the service book. Robert in tech advised that it is an auto tune error, so it is either the pe valve or the pc board. Tech advised he has already replaced the pe valve so they will try the pc board on their end.